Manufacturer narrative:
(B)(4). D10: medical product: intramedullary tibial resection cut guide right: catalog #42587000202, lot #66461668. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that there was difficulty inserting the drill pin into the tibial guide which caused the drill pin to fracture in the guide. There was no patient involvement and no adverse events have been reported as a result of the malfunction. All available information has been provided.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6; h11. Visual examination of the returned products identified signs of repeated minor scratches. One of the guide holes has a drill pin lodged/cold welded within it. Pin is fractured and all pieces were not returned. Product information of the drill pin was unable to be determined. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.